Manufacturer narrative:
Product complaint # :(B)(4). Investigation summary :the reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that the ceramic liner wouldn't sit properly in the size 54 cup, surgeon trial several times to reposition it and seat it but the liner wouldn't seat. A 22 liner was tried and the rim of the liner chipped off upon impaction. The surgeon feels there is an issue with the cup that wouldn't allow liner to seat.